Event description:
It was reported that an unknown stent could not be advanced through a flexor rtps guiding sheath. The device was returned to cook, and tip damage was discovered, thus prompting this report. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation ¿ evaluation it was reported that an unknown stent could not be advanced through a flexor rtps guiding sheath. The device was returned to cook, and tip damage was discovered.. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the documentation, including the complaint history, device history record (DHR), quality control procedures, and instructions for use (IFU) as well as a visual inspection and dimensional verification of the returned device, were conducted during the investigation. Two used sheaths were returned to cook for evaluation. This investigation will focus on the first sheath. The second sheath is captured in separate complaint and showed no signs of damage. Upon visual inspection bunching of the shaft material was noted at approximately 2.5cm from the hub. The distal tip was folded inward. Due to the tip damage, internal diameter dimensional verification could not be performed as the verification tool was unable to pass through the lumen. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspections activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A complaint history search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The user followed all relevant instructions in the IFU related to this failure. Based on the information provided, examination of the returned product, and the results of the investigation, it was concluded that component failure unrelated to manufacturing or design deficiencies contributed to the reported event. It is possible the sheath was damaged during advancement resulting in the damage and stent being unable to pass through the sheath. However, this cannot be confirmed without additional information. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.